Event description:
It was reported that the balloon was stuck in the lesion. The target lesion was located in the intraventricular artery. A 10/3.00 flextome¿ cutting balloon¿ monorail was selected for treatment. During procedure, it was observed that the cutting balloon was stuck in the calcification and could not be retrieved. It was also noted that the polytube ruptured. A piece of the balloon remained the patient's body. Several stents were then placed to secure the balloon on the arterial wall. The were no further patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).